Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Patient code 3191 captures the reportable event of surgery. This report is being filed to correct the b: outcomes attrib to adv event and g2: report source.

Event description:
It was reported that this left ventricular (lv) lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.